Event description:
It was reported that there were two holes in the blood bag when the collected blood was transferred. None of the collected blood was able to be re-infused. It is unk it the pt required a blood transfusion from a blood bank or pre-donated blood, but there were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.